Manufacturer narrative:
The account has not returned (B)(4) attempts to determine the resolution of the alleged malfunction.

Event description:
The accounts maintenance stated that the head hi/low function is slowly drifting down.